Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient saw a screen 59/settings not available message on the controller. The patient stated that the "unit is not working" to provide pain relief and they had a loss of pain relief. The patient said they were just trying to turn the stimulation on, as it seemed to turn itself off, and when they tried to turn the stimulation on, they saw the screen 59 message. The patient tried removing and re-inserting the controller li battery pack, but it did not resolve the issue. The patient mentioned that they were given a new program (2), and this issue seemed to have occurred after the new program had been added. The patient confirmed that only group a was available with two programs and the ins was charged to 80%. The patient turned the stimulation off for each program and then attempted to raise the amplitude on program 1 alone. The amplitude was raised to 2.5ma on program 1 and then the scree n 59 message was displayed. The patient turned off program 1 and then turned up program 2 to only 0.2ma before the screen 59 message displayed. The patient also reported that they had charged the ins once before without issue, but when charging the ins on the day of the report, it got really hot at the implant site; the patient indicated that they were aware of the different charging speeds. The rep reported that the patient was getting a settings not available message on the controller and they were getting a out of regulation (oor) message on the tablet. The rep said that contact 9 had high impedances >40k ohms. The rep reprogrammed the patient and the patient was receiving good coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the high impedances were resolved. It was reported that it was reviewed that the patient should stop recharging if it got hot then recharge again after a while. Patient verbalized understanding. It was reported that the patient had no problems with recharging n ow and the controller had been working without issue. Patient was getting good therapy. Patient updated their hcp and will call as needed.